Event description:
The surgery center reported that a phacoemulsification machine was frozen with a blue screen. The event occurred before the irrigation/aspiration (I/a) segment but did happen during the procedure. The surgeon attempted to reboot the system two times, but was unsuccessful. The procedure (I/a) was completed manually. There was a 5 minute delay to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The surgery center was supplied with a loaner system. The account¿s phacoemulsification machine was sent out for repair. All pertinent information available to abbott medical optics has been submitted.